Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to bent pins on a flex harness. The flex harness was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device failed self-test for pacer function. Complainant indicated that there was no patient involvement in the reported malfunction.